Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.